Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the top mid-section of the screen. The customer states their buttons were unresponsive. The customer's blood glucose level at the time of incident was 300mg/dl. The customer states their levels had been as high as 400mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly, no damage was found on the keypad assembly noted and no unlocked lcd keypad connector during our visual inspection. The insulin pump was received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had minor scratched lcd window.